Manufacturer narrative:
B3: bsc aware date used as event date is unknown

Event description:
It was reported that failure to recapture filter occurred. A transcatheter aortic valve replacement procedure was being performed under embolic protection from a sentinel cerebral protection system (cps). The sentinel cps was prepared appropriately and inserted via the right radial artery over a non-boston scientific guidewire. The proximal filter was deployed and then the handles were separated, and distal tip was deflected to engage the left common carotid artery. Once in position, the distal filter slider (#3) would not move forward, and the distal filter would not deploy. The proximal filter was unable to be recaptured. The sentinel cps was removed from the patient and exchanged for another to complete the procedure. No patient complications were reported.